Event description:
It was initially reported in (B)(6) 2012 the patient was experiencing a loss of therapeutic effect. There was a return of symptoms starting at the beginning of (B)(6). The patient changed to group 3 (from group 2) -- at .5 v and was to try new setting to see if symptoms got better. Follow up information received noted that the device was removed on 2012 (B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3889-28, lot # v663875, implanted 2011 (B)(6), explanted unknown; programmer model # 3037, lot # njd124748n.